Manufacturer narrative:
(B)(4).

Event description:
On 05feb2020, a patient (pt) reported a diagnosis of corneal ulcer and ¿nodules inflammation¿ in the right eye (od) in (B)(6) 2019 while using an acuvue oasys®1 day with hydraluxe¿ technology brand contact. The pt visited and eye care provider (ecp) initially (unspecified date) and was referred to a specialist. The pt visited an ophthalmologist (unspecified date) and was diagnosed with a corneal ulcer. The pt was prescribed a graft, patch for the eye, tobramycin and dexamethasone eye drops, 1 drop qid for a week. The pt visited the ophthalmologist for a follow-up (unspecified date) and the medication was continued 1 drop bid for 3 more days. The pt reported the corneal ulcer is currently resolved in the od, but the ¿nodules¿ are still there. The pt will need to visit another specialist. The pt reported a daily wear schedule and does not use any contact lens solution. On 10feb2020, the initial ecp was contacted and additional information was provided: the pt was diagnosed with salzmann's nodular degeneration (snd) and advised that the condition is not contact lens related. The ecp noted that the pt had the condition prior to being seen for contact lenses. The ecp reported that no treatment was provided, and the pt was referred to a specialist. Multiple attempts were made to contact the pt¿s treating ophthalmologist for additional medical information. No additional information has been received. The suspect od product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001trq was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.